Manufacturer narrative:
The return flex lead extension had all contacts wires broken along the lead body. The cause of the reported event is consistent with an overstress condition or sudden event the lead was subjected to while in vivo.

Event description:
It was reported the patient went to the hospital because she felt her symptoms worsening. Upon evaluation of the patient's dbs system by the neurologist, the impedance measured high on the system. Based on the high impedance measured the physician decided to replace the lead extension.